Event description:
A customer reported to baxter (B)(4) of a clear link continu-flo soln set in which when using the regulating clamp, the tubing was cut, resulting in intravenous fluid leaking and new tubing had to be primed to replace the damaged tubing. The process step and patient involvement of this condition was unknown. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided.